Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 due to error 23062. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 23062 usm_d0 was confirmed in the filed logs but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The unit was then installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The investigation revealed that the error was confirmed in the field logs but could not be replicated during testing. Visual inspection did not reveal any issues related to the reported event. The unit passed all relevant tests and functioned as expected on a golden system. Although the root cause could not be definitively determined, a faulty usm_d0 stator is considered a potential root cause consistent with the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia ipom surgical procedure, system was powering on with an error on universal surgical manipulator (usm) 1. Prior to calling, customer restarted the system with no change. Technical support engineer (tse) walked the customer through a hard power cycle on the patient side cart (psc) and exercised usm 1 with no change. Customer decided to disable usm 1 to proceed as a 3 usm procedure. The procedure was completing as planned with no reported injury.